Manufacturer narrative:
D3: manufacturer address 1- tavor building 1, industrial park.

Event description:
It was reported the patient experienced a skin burn. An unknown iceseed cryoablation needle was chosen for treatment during a cryoablation procedure. Frost was forming on the cryoablation tubing, and blisters formed where the cryoablation tubing met the patient's skin. The patient's skin was not protected during the procedure. The 3rd-degree skin burn will be treated at a wound clinic. The procedure was completed with the original device.